Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes was missing label information. The following information was provided by the initial reporter: "no batch number and expiration date sticker on the tube body"

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes was missing label information. The following information was provided by the initial reporter: "no batch number and expiration date sticker on the tube body".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The retention samples were visually inspected with no missing tube labels.